Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrostomy procedure, the jaws locked on tissue and there was an issue unloading the device. The device was locked down on tissue after completing the fire but would not retract. Manual retraction tool would not work to bring back the blade but was able to unarticulated the reload, it was cut out with another idrive system and amt trs loads. The case was completed after multiple attempts to retract the ibeam, a new idrive system was opened and fired along patient side of specimen to remove the reload off patient and then more firings took place to cut stuck reload off the specimen so it could all be removed from the port site. The procedure extended for more than 30 minutes and there was tissue loss. The devices are expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 43 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.